Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "alcl case."

Event description:
Physician reported a patient with an "alcl case" on an unknown side. Histopathological markers have not been provided and diagnosis is not confirmed. Device status is unknown.

Event description:
Physician reported patient with histology markers for bia-alcl, cd30+ and alk-. Samples of capsule and seroma fluid were sent for pathology. Pathology showed anaplastic lymphoma, chronic lymphocytic inflammation and fibrinoid deposits. Pet scan showed periprosthetic seroma and right axillary ganglia of non-significant size, whose morpho-metabolic appearance does not suggest malignancy. The device has been removed. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Date of alcl diagnosis: (B)(6) 2019. Dr. (B)(6). (B)(6). Dr. (B)(6) (anatomic pathologist). Dr. (B)(6) ((B)(6), oncologist). (B)(6) (B)(6). (B)(6) (valencia). Telephone (B)(6). Mail (B)(6). (B)(6), hematology diagnosis unit (B)(6), 106. 46026, (B)(6). Telephones: (B)(6). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.